Event description:
It was reported that the user experienced elevated blood glucose after a meal of three pizza slices while using the ilet, with an on-device value of 295 mg/dl and a confirmatory fingerstick of 262 mg/dl; the user performed a supply change earlier in the day and then calibrated the ilet by entering the fingerstick value, with a follow-up check planned. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user coaching to calibrate the device and ongoing monitoring. Investigation of this case revealed hyperglycemia of unclear cause following a meal, with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.